Event description:
An implant card was received which indicated that the patient underwent lead and generator replacement surgery due to high impedance and battery depletion. A review of the internal programming history database showed that the high impedance had been occurring for several years. The explanted products have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the impedance issue was confirmed intra-operatively. There had been no report of patient manipulation or trauma that would have contributed to the high impedance event. It was also confirmed that the explanted lead and generator would not be returned.